Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the user could not proceed past the fill tubing step because the on-screen confirmation button was unresponsive, despite attempts to retry the workflow and reseat the cartridge. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included remote troubleshooting with repeat setup attempts and component reseating. Investigation of this device revealed a screen or user interface malfunction preventing expected software navigation, consistent with a device usability or display control issue; the affected pump was replaced. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the user interface.